Event description:
Caller reported a malfunction alarm on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and instructed to contact support if the issue reappeared.